Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-testing, battery testing, and an alarm log review were performed. During power on self-testing and the alarm log review, the f-94 alarm was found. The cause was determined to be an inoperative main battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-94 alarm. It was not specified when in the process this occurred. There was no patient injury or medical intervention reported with this event. No additional information is available.